Event description:
The customer contacted stryker to report that their device did not delivered defibrillation energy with internal paddles. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker for evaluation. Therefore, the reported issue could not be verified or duplicated and a conclusive root cause of the reported issue could not be determined. The device remains with the customer.

Event description:
The customer contacted stryker to report that their device did not delivered defibrillation energy with internal paddles. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.